Event description:
It was reported that the patient was at rehab facility. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in pacing inhibition and false atrial fibrillation episodes. No intervention was performed. The patient was in stable condition.